Event description:
Reportedly, this device was explanted after approximately a 1 year, 5 month implant duration due to mitral regurgitation and atrial fibrillation.

Manufacturer narrative:
H.6.: device not returned.